Event description:
Medtronic received information regarding an imaging system. It was reported outside of a procedure that while turning on the system for the day, a red x appeared on the pendant for the communication with mvs. They tried to reboot, but that did not resolve. There was no patient present when this issue was identified.

Manufacturer narrative:
The mobile view station (mvs) interface cable was returned for evaluation. After performance testing and visual/physical examination the reported issue was confirmed. The cable was tested by using a cable validator and the bench test failed due to line 1 and 2 having an open. The cable did pass a continuity test. An electrical failure was found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A manufacturer representative went to the site to test the imaging system. It was reported that there was intermittent communication with the system. The manufacturer representative (rep) replaced the mobile view station (mvs) interface cable and performed a full system checkout after the part was replaced and all tests passed. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that the account notified the fse that while turning on the o-arm for the day, a red x appeared on the pendant for the communication with mvs. They tried to reboot, but that did not resolve. There was no patient present when this issue was identified.